Event description:
Xtrac light treatment guaranteed by company and doctor, both verbal and in writing, to have no side effects or reactions. The company is photo medex "made my condition worse" and spread. I was assured by the company (photomedex) and the doctor, there would be no side effects or reactions, both verbal and in writing. Using the xtrac light made my psoriasis spread and worsen. I stopped the treatments. The operator, (B)(6), wanted to continue. No medical/product knowledge. Light treatment 24 weeks 15 mins at a time. Dates of use: (B)(6) 2012. 6 weeks / 10 treatments. Diagnosis: psoriasis. Event reappeared after reintroduction: yes. The machine is in the doctor's office.

Event description:
Add'l info received on (B)(6) 2013. Photomedex is responding to the report noted above, (B)(4), in which a patient is alleging that the xtrac excimer laser (a medical device) has caused her psoriasis to spread. The patient also notified photomedex about this allegation in (B)(6) 2012. Photomedex did not consider this event to be either a customer complaint, nor a reportable adverse event, as it is medically not possible for uvb to cause psoriasis to spread. There is no evidence in clinical trials or published literature to support the patient's allegation. During the investigation of this issue, the treating physician was contacted by photomedex, and did report that employees at the physician's office have had difficulty discussing the facts regarding uvb phototherapy with this particular patient. Additionally, the patient was hostile during the conversation with a photomedex medical info rep, not willing to believe the explanation that it is not medically possible for targeted uvb therapy to exacerbate psoriasis. It is also important to note that photomedex does not claim "there are no side effects or reactions associated with xtrac treatment", though side effects are generally moderate as proven by clinical trials. The labeling associated with the xtrac is consistent with clinical trial data and post-market experience.